Manufacturer narrative:
(B)(4). Batch # t5em0n. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. Additional information was requested, and the following was obtained: what is the surgeon¿s experience with device? No further information is available. What vessel was device used on during first firing? No further information is available. Amount of the bleeding was 800ml. During the second firing, did the device cut and staple? If so, was it complete? Yes. What troubleshooting steps were taken in attempts to open device? No further information is available. How does the surgeon believe the vessel became torn? No further information is available. What is meant by ¿the jaws moved¿? Did they move laterally? No further information is available. Please provide sequence of events. After the 2nd firing on the renal artery, the release button was stiff and the jaws did not open. And while the surgeon switched his gaze from the monitor to his hand, the jaws moved. The target tissue was torn off and bleeding occurred. The amount of the bleeding was 800ml. The procedure was converted to open procedure, and the torn tissue was sutured to stop the bleeding. No blood transfusion was required. Another device was used to complete the case. The surgeon grasped the firing trigger again when the event occurred since he thought the knife did not return to home position completely, but it was unknown when he did it specifically. What release button is the surgeon referring to in event? The powered knife return or anvil release? No further information is available. What is the current patient status? The patient had moved to a hospital ward from ICU as of feb. 6th. No further information will be provided.

Event description:
It was reported that during a laparoscopic renal transplantation, the jaws did not open after the 2nd firing on the renal artery. While the surgeon switched his gaze from the monitor to his hand, the jaws moved. Then, the target tissue was torn off and bleeding occurred. The procedure was converted to open procedure, and the torn tissue was sutured to stop the bleeding. No blood transfusion was required. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales rep checked the device after the procedure, it was found that the device was locked out. The surgeon commented that the release button was stiff and the jaws did not open after the firing. Therefore, he thought the knife did not return to home position completely, and he grasped the firing trigger again.